Event description:
It was reported that pump experienced malfunction alarm with code 12 and no notable events occurred before issue. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support staff, did not experience repeat malfunction after reset, and was advised to continue using pump and call back if issue recurred.